Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection noted one suture and one needle. The needle was received broken, and a microscopic inspection of the needle revealed instrument marks on the needle body near the break site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first stitch, the needle broke. The doctor was trying to suture a oral mucosa. No patient injury.